Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device jaws could not be re-opened while on tissue after one hr of use. The surgeon used another device to pry the jaws open and remove them from the tissue. There was no pt injury.